Manufacturer narrative:
Radiograph images confirmed the complaint. Though revision surgery occurred, pathology department would not release device, and the devices were not returned. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause or specific failure mode cannot be determined but duration to failure could be a contributing factor.

Event description:
On (B)(6) 2021 patient received bilateral posterior fixation plf from l5- s1. Three month post operatively radiograph depicted both screws at s1 were fractured. Revision surgery was performed on (B)(6) 2021.